Manufacturer narrative:
(B)(4). Date sent: 5/14/2024 d4: batch # 730a32 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number 730a32, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? Yes, but they were poorly formed. If yes, was the staple line complete? Negative did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown detail. Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during the unk procedure, stapling was carried out with the stapler, the stapler did not staple correctly and suturing was carried out with another method. The surgery was not delayed and was completed successfully. No patient consequences were reported.